Event description:
Gr.5 pulmonary edema. Breast cancer, nos. Patient started having respiratory and fluid retention problems in late (B)(6) 2023 and her clinician gave her diuretics and send her to make additional studies. She was never hospitalized and died without having a definite diagnosis.

Event description:
Additional information received from reporter on 16-jul-2024, for mw5157276. Solid tumor, nos: pulmonary edema.